Event description:
The facility representative reported a colleague infusion pump which experienced battery damage during patient use. This condition interrupted patient therapy for five minutes. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of battery damage. The root cause was determined to be depleted main batteries. No repairs were performed due to estimate refusal by the customer. Service history review determined that the device has been previously sent into service for the reported condition of "battery - damaged" previous service on (B)(4) 2008 for "damaged battery alarm". The batteries and battery harness were replaced also during service on (B)(4) 2007 and (B)(4) 2005. The batteries and battery harness were replaced and during service on (B)(4) 2006 just the batteries were replaced. The user interface module master software version is 5.09.90, which is classified as remediated. A follow up report will be submitted if additional information becomes available.